Manufacturer narrative:
The device and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was seen in (B)(6) 2016 and no issues were noted. The ventricular pacing threshold measurements were 0.6 volts. No alerts were received from the patient's remote monitoring system. The patient underwent a laparoscopic procedure where diathermy was used. Following the procedure, it was noted that the patient was bradycardiac and the EKG was showing loss of capture. Interrogation of the pacemaker showed a pacing threshold measurement of 2.6 volts on the right ventricular (rv) lead; the device ventricular outputs were programmed to 2.5 volts. The physician checked the pacing threshold measurement again later and it had decreased to 1.9 volts. The physician enabled pacesafe. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to inquire if the diathermy may have been a contributor to the observations. A ts consultant reviewed data obtained from the patient's remote monitoring system and discussed that the rv pacing threshold measurements had been gradually rising since (B)(6). The potential interactions that can occur with diathermy were discussed; however, it could not be conclusively confirmed if this was the cause for the increase in threshold values or if it was due to other circumstances as the measurements had been increasing prior to the procedure.